Manufacturer narrative:
Event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a battery will not charge issue. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that battery was unable to be charged due to power management pcb. Power management board was replaced. There was residual saline found in power assembly. The assembly was cleaned. Batteries which were found to be expired were replaced. Product passed all functional and safety tests per manufacturer specifications.